Manufacturer narrative:
It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient went to the emergency room (ER) and was having cellultis. Symptoms were redness and tenderness at the generator site. The physician confirmed it was not device related and the cause was unknown. It was also reported that nothing happened during the implant procedure that may have caused or contributed to celulitis. The patient was placed on intravenous (IV) antibiotics and was reportedly doing well.